Event description:
The patient contacted animas on (B)(6) 2012, stating that the keypad buttons were intermittently unresponsive, requiring multiple presses to elicit a response. The patient denied cracks or tears on the keypad, trauma to the pump, or water exposure. The patient reportedly wore the pump attached to a belt and cleaned the pump with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that all of the keypad buttons responded appropriately. There was evidence of keypad contamination found under all of the keypad buttons.